Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump is not delivering insulin. The customer blood glucose value was 579 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. The customer alleging possible pump under delivery. The customer had 6 lines of insulin in his reservoir and says this is not correct. The customer stated that he had breakfast but didn't eat lunch because his blood glucose was high. The customer stated that the drive support cap appears normal. The customer reported insulin exited at the qr. The customer did report under delivery, however customer reported a no delivery alert from earlier today and has already changed his infusion set. Trouble shooting steps were provided. The customer reports the infusion set cannula was kinked. The customer he likely received the alert due to a kink in the cannula. The customer reports alarm did not occur during manual prime. The insulin pump will not be returned for analysis. Unomed inf set.